Event description:
Customer reported a male patient, sustained two 0.5cm circular 3rd degree burns to his right thigh under the plate following a 20 minute colonoscopy. Reportedly the skin was not prepped and there was medium hair at the site. The erbe icc 80 was set on coag 20/ cut 30, and the total activation time was 5 seconds. Reportedly patient was treated with first aid cream, covered, and sent to dermatologist for treatment. No further information was provided.

Manufacturer narrative:
(B)(6). Actual used device has been received by 3m. It was subject to decontamination on (B)(6) 2013. Note: not able to identify a code fitting for this report as to results only method and conclusion. User facility submitted a report to FDA. The report number is (B)(4). Reportedly the skin was not prepped and there was medium hair at the site. The instructions for use includes the following warning: "to reduce the risk of burns and pressure necross. Site must be clean, dry, and free of hair. Remove hair at application site."